Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. Reportedly, the customer was not performing the air removal step. There was no adverse impact to blood glucose. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.